Manufacturer narrative:
H.3. Correction no samples were received as reported in the initial MDR. H.6. Investigation summary a device history record review was performed for final lot number 9127551 and all applicable sub-assembly product lot numbers. During the production process of the sub-assembly syringe product, a quality notification was raised for the issue of foreign matter. In response to this notification, all product was placed on hold. Sampling was performed and the product was released after no further defects were identified. During the production and packaging process of the final lot, no quality issues were detected. As a sample was unavailable for this specific incident and complaint record, our quality engineer team was unable to complete a thorough sample investigation. At this time, a manufacturing related cause for this reported incident cannot be determined. Our quality team will continue to monitor the production process for signs of this potential defect and all reported incidents will be closely reviewed for tracking and trending purposes.

Event description:
It was reported that syringe 5ml ll tip bulk convenience pak leaked. The following information was provided by the initial reporter: "material no. 309703 batch no. 9127551. It was reported that there was a large number of leaking syringes leading to high rejection rates in finished product. It was clarified this was leaking past the stopper. Pr 10 of 14: this pr is for 5ml lot 9127551 on 07-nov-2019. Large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product. Samples available per email on 23-jan-2020: here is what I found. As far as samples I have them but do not yet have access to the computer to verify the syringe lot number. Once we get up again I can work on sending more examples. Engineering has provided the information below. Please let me know if this is what you are needing. These lots were leaking past the stopper (demonstrating the same leaking issue as the pictures that we sent to bd in representation of what the post production team is seeing).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll tip bulk convenience pak leaked. The following information was provided by the initial reporter: "material no. 309703 batch no. 9127551. It was reported that there was a large number of leaking syringes leading to high rejection rates in finished product. It was clarified this was leaking past the stopper. Pr 10 of 14: this pr is for 5ml lot 9127551 on (B)(6) 2019. Large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product. Samples available per email on 23-jan-2020: here is what I found. As far as samples I have them but do not yet have access to the computer to verify the syringe lot number. Once we get up again I can work on sending more examples. Engineering has provided the information below. Please let me know if this is what you are needing. These lots were leaking past the stopper (demonstrating the same leaking issue as the pictures that we sent to bd in representation of what the post production team is seeing)."